Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed that the device had a bent base plate. The reported oil leak could not be confirmed as pretest could not be completed. The assignable root cause was determined to be due to improper handling, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post surgery, it was observed that the foot control device had a bent base plate and was leaking oil. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.